Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user needed assistance with pairing to their dexcom g7 sensor during a hyperglycemic episode of peak 347 mg/dl blood glucose (bg). The pump corrected bg when the sensor reading came in after troubleshooting. The user was out of range for 5 hours but did not require any further outside assistance.